Event description:
The drive feature on a cervical screw stripped during a surgery and extended the surgery time by 30 minutes. Per the reporter, extremely hard bone and the user's screw installation technique contributed to this event.

Manufacturer narrative:
Review of the product labeling identified adequate instructions for use. The dhrs were reviewed and the devices were found to meet specs.